Manufacturer narrative:
The subject device was evaluated. Device evaluation, service repair found deformation of the internal parts of the up/down knob, due to deformation , watertighness found not maintained (air/water leakages observed due to deformation). The reported leakage issue could be confirmed. In addition, inspection found foreign object inside the nozzle. Furthermore, the following findings during device evaluation were noted on the device: the curved pipe found deformed due to external factors. The curved rubber adhesive part noted missing. The suction cylinder and forceps plug cap found scraped. The bending angle found to be insufficient due to the elongation of the angle wire. Screw was missing from the operation part. The air/water supply cylinder paint noted peeling. Scratches found on the operation part, the tip cover, switch 1, switch box, up/down knob , ud angle fixing lever, knobs (right/left knobs), operation unit, grip , universal cord, scope connector , scope connector cover and light guide cover glass. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported the device angle part had air leak. The issue found during an unknown event. There was no patient harm, no user injury reported due to the event. Device evaluation observed a foreign object inside the nozzle. This report is being submitted for foreign object found inside the nozzle (insufficient cleaning (handling problems).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed, but the foreign material in the nozzle could not be specified. As there was no obvious deviation of reprocessing, the cause of the event could not be presumed further. Olympus will continue to monitor field performance for this device.